Event description:
The pt visited a hospital 2-3 weeks prior and subsequently lost stimulation sensation and therapeutic effect. He had also started taking lasix at that time. Further info is being requested from the hcp.